Event description:
The surgery center reported that a cataract patient was presented with corneal edema after a cataract procedure with an amo signature phacoemulsification unit. The surgery center indicated the cataract was hard and that the aspiration/vacuum settings were not sufficient enough. The surgery took a longer than expected and it led to the corneal edema. The edema has lasted for one month and the cornea is white. The patient does not see a lot (finger counting at one meter only). The surgery center stated the edema does not seem to be decreasing and the surgeon is concern. Through follow up, the surgery center indicated during the cataract procedure, they noticed the ultrasound of the probe did not work on the core but the endothelium of the cornea generating a corneal edema. A post op exam indicated the patient¿s visual acuity finger numeration of 2m and stable without any improvement. The patient was administered collyre pred forte five times a day, collyre nacl 5% five times a day and pomade ultracortenol one time in the evening.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.

Manufacturer narrative:
(B)(4). The system was tested and checked prior to the incident but it is being provided as additional information. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
At 7 week post op, the surgery center indicates corneal edema resulted in loss of 2 or more lines of best spectacle corrected visual acuity (bscva). The patient is still under medical treatment and the surgery center indicated the edema probably has resulted in permanent visual impairment. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In reviewing hazard risk assessment for the signature machine identifies the rm (mitigated risk) to be low and a review of the complaint trends show the frequency reported is within known levels for this event, therefore no corrective action is required. There is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. A one year review for the history of the identified device revealed there are currently no other complaints of this nature. The equipment labeling includes adequate warning error and corrective action for related vacuum issues. All pertinent information available to abbott medical optics at the time of this report has been submitted.